Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and electrode damage occurred. It was reported that during the procedure there was resistance when trying to advance the carto vizigo¿ 8.5f bi-directional guiding sheath - medium into the femoral vein of the patient. The physician stated that there was a noticeable rough ridge on the second electrode of the sheath. Device evaluation details: the vizigo was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted visual inspection and resistance test on the returned device. Visual analysis of the returned device revealed that no damage or evidence of inadequate use was observed. Electrodes were observed in good conditions. The resistance test was performed with the dilator being advanced inside of it; no resistance/friction was felt during the advancement. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the as the device performed without any issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 5/22/2021, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis found the device in good conditions. No damage or evidence of inadequate use was observed. Electrodes were observed in good conditions too. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.# (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and electrode damage occurred. It was reported that during the procedure there was resistance when trying to advance the carto vizigo¿ 8.5f bi-directional guiding sheath - medium into the femoral vein of the patient. The physician stated that there was a noticeable rough ridge on the second electrode of the sheath. The sheath¿s tip was not soft, bent nor broken. The physician dilated the access point, but the issue persisted. The sheath was replaced, and the procedure was continued. No patient consequences were reported.